Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during explant of an impella cp, a guidewire was inserted via the peel-away introducer sheath prior to complete removal of the impella device. The guidewire was captured by the pump outlet, ingested into the pump, and resulted in detachment of the cannula from the motor housing. The pump and cannula were successfully removed, and the patient was reported to be stable. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. The device was reported to be available for return; however, at the time of this report, the device has not been returned for evaluation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in e1. Upon review, it was identified that it was inadvertently omitted from the initial report. Updated h3 to ¿yes¿ as the device was received and evaluated.

Manufacturer narrative:
This follow-up report is being submitted to document that the device has been returned to the manufacturer for investigation. Section d9 has been updated to reflect that the product was returned for investigation.

Manufacturer narrative:
Added: d3, g1. Corrected: d4 (serial). Pd-cannula assembly (seperation, break) - the cause of the pd-cannula assembly (separation, break) is a material fracture of the cannula likely due to an unintended user error as evidenced by the clinical details indicating excessive force with tearing/unwinding of the cannula and a large kink noted in the introducer.